Event description:
It was reported during a total hip arthroplasty while using the oscillating saw, it was discovered the saw blade on the zimmer universal oscillating saw attachment was loose. It was reported that the pins that hold the saw blade in place were sheared. The procedure was completed using an alternate device. It was reported that the procedure was delayed between two and three minutes while the alternate device was obtained. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.